Event description:
Pt had a neo-device feeding tube in her nose. She was playing at her activity center. The mother noticed she was in distress. The mother noticed that the tube had broken right where it entered her nose. There was no sharp objects in the area and the mother stated there was no way that the baby could have cut the tube. Mother reached into baby's throat and retrieved the remainder of tube. The baby's esophagus was scratched. Baby was taken to ER for evaluation.